Event description:
It was reported that the patient reported frequent low flow alarms (lfas). They were transient and self-resolving. Log files were submitted for review, and the event log file did not contain any low flow events. They may have been overwritten by the frequent occurring pulsatility index (pi) events. The periodic log file captured 3 low flow flags on (B)(6) 2024 & (B)(6) 2024 which did not persist long enough to trigger lfas. It was stated that the patient saw lfas on (B)(6) 2024 at 0602, (B)(6) 2024 at 0540, (B)(6) 2024 at 1437, (B)(6) 2024 at 0925, (B)(6) 2024 at 0923, and (B)(6) 2024 at 0926.the site was contemplating changing the patient to a 2.0 low flow software system controller. There was only 1 occurrence in the set of log files were the flow dropped to 1.9 lpm and that was on (B)(6) 2024 at 6:10:58. It was later reported that the cause of the low flows was a potential mitral stenosis/mitral clip transiently obstructing flow. The low flow threshold was lowered resolving the alarms. The patient was asymptomatic at the time of the low flows.

Manufacturer narrative:
No corrective action will be implemented in this case. This type of reported event will continue to be monitored.

Manufacturer narrative:
Section d4: model and catalog numbers corrected manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed by an onsite abbott representative. A specific cause for these alarms and a direct correlation between heartmate 3 lvas, serial number (B)(6), and the aortic insufficiency could not be conclusively determined through this evaluation. The submitted controller and lvad periodic log files captured flow values between 1.9 and 2.4 lpm on nov192024, 02dec2024, 03dec2024, and 08dec2024. It could not be determined if the decreases in flow resulted in low flow alarms because the relevant timeframe had been overwritten by newer data in the controller event log files. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the hm3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.